Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual inspection: the sample was returned used. The balloon size was printed on the balloon hub of the catheter and identified the returned sample as a 14mm x 4cm balloon. The catheter shaft did not exhibit any kinks or bends. There was no fiber disturbance seen on the balloon. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed without issue. With the guidewire in place, the inflation hub was connected to an inflation device. The balloon could not be fully inflated, as a leak was present in the catheter, located 75.0cm from the distal tip. The location of the leak was examined closer under magnification (10x) and it appeared that the water was exiting a hole in the outer catheter shaft. Skiving marks were observed on the catheter shaft and the catheter was indented inwards at the location of the hole, indicating that catheter was likely punctured. The outer catheter was cut proximal to the balloon and the balloon was connected to a tuohy borst adapter. The balloon was able to be inflated to nominal pressure (16 atm). The balloon was unable to be inflated to rbp, as the seal could not be maintained between the balloon and the tuohy borst adapter at this pressure. The balloon was able to be deflated without issue. The balloon was stripped of its fibers and no signs of a rupture could be seen on the balloon. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the complaint investigation is confirmed for a hole in the outer catheter. The investigation is inconclusive for a balloon rupture, as the balloon could not be inflated to rbp due to the hole in the outer catheter. The definitive root cause for the hole in the outer catheter could not be determined based upon the available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: the current atlas pta dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the first inflation the pta balloon allegedly ruptured below rated burst pressure (rbp) in the right subclavian vein / brachiocephalic vein junction. There was no reported retraction difficulty through the sheath. It was reported that no further treatment was required. There was no reported patient injury.